Event description:
Medtronic received information that this mitral annuloplasty band experienced a fracture, and was subsequently explanted and replaced with another manufacturer's annuloplasty ring. Prior to reoperation, the patient exhibited severe (B)(6) heart failure and grade 4 mitral insufficiency and an x-ray showed a fracture of this device. No subsequent adverse patient effects beyond the reoperation were reported.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic adjusted the specification for the titanium stiffening wire for this model device under a previous corrective and preventive action; that change in material was implemented in september 2004. Review of the DHR confirmed that the device reported in this event was manufactured after that material change was implemented. Factors that can contribute to wire stiffener fracture are the material properties, device processing, device handling, implant technique, clinician experience/training, and other conditions that may be unknown, such as patient-related factors. The instructions for use of the cg future device includes ring/band fracture in the potential adverse events section. The following are from the warnings section: both undersizing and oversizing can result in ring/bank fracture. Do not alter or deform the ring or band to conform to annular anatomy as this could lead to ring/band fracture and possible mitral regurgitation. Do not squeeze the ring or band with sharp instruments as this may damage the surface of the stiffener, which may result in ring/band fracture and possible mitral regurgitation. Usage of the ring/band in the tricuspid position may result in ring/band fracture. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information received, a follow-up report will be submitted.

Manufacturer narrative:
It was reported that the explanted device was discarded. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested and additional investigation is pending. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.